Manufacturer narrative:
Additional information: g3, h3, h6. The reported event was confirmed as one unpackaged ar-12990, knee scorpion, batch number 74204, was received for investigation and functional testing revealed that the trap door does not hold the suture properly (see evaluation pictures 4 - 7). The thread can be pulled out again without much force. The most likely cause for the reported failure can be attributed to wear and tear due to the age of the device (manufacturing year 2016). Further, it was observed that the device shows slight signs of metal surface oxidation at the handle (see evaluation picture 3).

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the jaw no longer holds a thread. There was no harm for patient, operator or third party reported. There was no case involvement reported. No further information received. Update mbauer 06-oct-2025: it was reported that the incident occurred during a root repair surgery. Further it was reported that the flap that holds the thread in place was defective, so the thread always slipped through after piercing. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a fiberstitch. It was necessary to switch to a fiberstitch technique. A second surgery was not necessary.